Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported that she was experiencing pulsing, shocking/stabbing receiving in right shoulder blade and numbness and pain in right breast. Patient said at times the intensity was worse. When asked if patient has turned stimulation off, patient said that she has not thought of that option. Patient services (ps) offered to review instructions however patient said that she doesn't have the pp with her. Ps reviewed quickest way to turn stim off and on if needed and reviewed icon meaning. Patient said that if she doesn't notice any improvement she was directed to call managing hcp office next week. Patient to provide update to hcp and representative. There were no further complications reported.

Event description:
Additional information was received from a consumer indicating that the patient was having issues with dull numbness, pulses, and stabbing pains in their shoulder blades in the year 2020. The patient had called their healthcare provider¿s office and were redirected to call in. The patient wanted to turn stimulation off to see if the sensation was being caused by the ins. The patient turned the stimulation off and would monitor their symptoms. The patient also noted their healthcare provider told them the battery would need to be replaced soon. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received upon review and after turning ins on, patient stated, "I can feel it down there where it's working" and went on to indicate that during the course of everyday use they don't feel stimulation but now that they've turned it back on they "feel it". Patient then turned ins back off and confirmed they "can't feel it down there". No further complications noted or anticipated.